Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) to (B)(6) 2019 with blood glucose of 580 mg/dl at the time of incident. The customer was treated with insulin pump and intravenous for high blood glucose level. Based on customer report customer did not allege the insulin pump was under delivering. The customer was using the insulin pump when high blood glucose was reported. The insulin pump will not be returned for analysis.